Event description:
Customer alleged discrepant blood glucose values of 240 mg/dl back to back with a result of 110 mg/dl when testing was performed 5 minutes apart on the compact system. Customer stated not experiencing any hyperglycemic or hypoglycemic symptoms during the time of the testing. Customer indicated taking normal medications and no report of any other actions or treatment. A request was made for the return of the suspect device and replacement prod was sent.